Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. Also unable to perform excessive no delivery test due to prime/fill anomaly. No unresponsive buttons noted. All buttons function properly; however, device had moisture on keypad traces. Device was received with cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump was not responding when trying to deliver a bolus. The customer also reported that he has been receiving no delivery alarms during bolus. The customer did not recall any significant events leading to the keypad issue. He declined troubleshooting for no delivery. Blood glucose value was 250 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. He had reverted to his old insulin pump. The insulin pump was replaced and returned for analysis.